Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: slight black lines in image a root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device objective lens was foggy leading to blurry image. The most probable cause of slight black lines in image is is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had blurry image. The issue was found during inspection for use. There were no reports of patient involvement.